Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that the caps on his one touch ultrasoft lancing devices were broken. The patient indicated that the issue first occurred "months ago" but cannot remember exactly when. He claimed that within 90-day period after the issue began, his blood sugar reportedly got too high. It is unclear if the patient was obtaining high meter readings or that he was experiencing hyperglycemic symptoms. It is also unknown, if the patient made any changes to his diabetes medication regimen as a result of the lancing device issue. No blood glucose results were reported. The patient denied receiving any forms of treatment as a result of lancing device issue. Based on the provided information, this complaint is being reported because the patient's blood sugar reportedly got "too high" after the lancing device issues began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.